Manufacturer narrative:
The events occurred "in the last few months". The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was difficulty disconnecting the female connector of two (2) minicap transfer sets from the patient line of the homechoice cassettes. This resulted in a separation of the female connector from the main body of the transfer set; further described as "tips being left inside the patient line when attempting to remove it, the blue tip comes undone". This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.